Event description:
It was reported that patient experienced ineffective therapy and the ipg was unable to be set to MRI mode. Lead diagnostics showed a lead had high impedances on seven contacts. It was noted that the patient had recently slipped. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.